Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis (fa). Fa was able to confirm via system logs the reported complaint and reproduce the issue during in-house testing. The unit was placed on a system and was run in normal mode. C-34 error occurred during start-up and m-11 during mono activation. Measurement value for hf voltage too small with on was found to be the root cause of the reported event. Visual inspection found the unit had no significant scratches or dents. The front bezel is in decent condition.

Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported error logs for the erbe generator. The tse reviewed system logs and confirmed multiple errors for the vio integrated electrosurgical generator unit (iesu). The tse had the customer power cycle the iesu, but the errors immediately returned. The tse then had the customer pull the power cord out of the iesu for 15-20 seconds and plug it back in. The customer performed this, but the errors returned. The tse suggested to swap out the vision side cart (vsc) or bring in a 3rd party force triad (ft) generator with the activation cable 371716. The customer was able to locate the activation cable and ft. The customer brought the generator in and connected. The surgeon was now proceeding with the case. The procedure was completing with a third party generated with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the date and time was the da vinci-assisted surgical procedure performed was (B)(6)2025. Ports were placed prior to the issue being identified. The system functionality was checked upon powering on the system. The procedure completed robotically using a force triad.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of this issue is attributed to current related electrical and fiberoptic defects on the erbe generator.